Event description:
Access of the delivery system into the aorta went without any noted problems. However, the distal neck of the aorta was very narrow. Due to this anatomical situation, a short main body endovascular graft was utilized during the procedure. After placement of the zenith device, a proximal type I endoleak was noted. Another manufacturer's stent was used to further seal off the aneurysm at the proximal scaling site. Endoleak was successfully resolved. In addition, due to the narrowing distal aorta, and the presence of the iliac leg grafts deployed inside the limbs of the main body graft, within the aorta, another manufacturer's stent was placed inside the iliac leg grafts at the junction of the main body limb. The stents were placed in order to provide additional radial force, opening up the region that was very tight distal to the bifurcation. Stents were placed and the procedure was concluded. Refer to 1820334-2004-00015 and 1820334-2004-00045 for additional info.